Event description:
This device was returned with oos documentation from biotronik representative. Per second rep, this system was removed due to infection. The following physician's office would not return phone calls. The date of explant is unknown. Lumax 340 hf-t, MDR 1028232-2009-00585; corox otw 85-bp, MDR 1028232-2009-00584; linox td 65/16, MDR 1028232-2009-00586; medtronic 5076-52.